Manufacturer narrative:
The explanted lead was not returned to bsn because it was discarded by the medical facility.

Event description:
A report was received that after a lead revision surgery for ineffective therapy the patient felt numbness in her legs. The physician believed that the newly implanted paddle lead was pushing on a root and decided to explant the lead. After the lead was explanted the numbness went away.